Manufacturer narrative:
At this time we are still anticipating return of the probe. A supplemental and final report will be filed upon the completion of the device evaluation and complaint investigation.

Event description:
The distributor in (B)(4) reported that during use of the arthroscopic energy 90 degree probe in surgery, the insulation on the probe shaft melted after about 10-20 minutes of use. The temperature inside the joint ran about 30 degrees celcius, then increased to 60 degrees celcius and a sensor alert sounded once. The settings at time of event were ablate-3 and coag-2. There was no patient injury as a result of this reported issue. This event is being reported as an alleged malfunction with potential for serious injury.

Manufacturer narrative:
The used/damaged arthroscopic energy 90 degree probe was returned by the user facility and received on 22-may-2017. The preliminary investigation was completed on 12-jun-2017. Visual inspection of the probe confirmed the black shrink tubing was damaged. The damage observed on the exposed probe shaft and the shrink tubing is related to the probe firing from the return shaft. This occurs when the return electrode (area of the shaft not covered by black shrink tubing) becomes smaller than the area of the active electrode. When the non-insulated portion of probe shaft (return shaft) is buried in tissue while the probe is activated the firing takes place at the return electrode rather than the active electrode. Based on the evidence provided the damage to this probe was the result of operational context. Of this lot containing (B)(4) units there have been no other similar complaints received. A two-year review of complaint history for this device family shows there have been a total of 12 reports involving 13 units related to this failure mode. A review of the device history record found no anomalies or non-conformances noted during the manufacturing process that could have caused or contributed to this reported issue. In addition, a review of the complaint history for this device family shows there have been no patient long term adverse effects related to this failure mode or the use of this device. This failure mode is addressed in the dfmea, and the safety risk has been found to be acceptable. The aes-1 generator and accessory probes are intended for resection, ablation, and coagulation of soft tissue and hemostasis of blood vessels in orthopedic and arthroscopic surgical procedures. The generator provides energy to the electrode of the probe intended for use during surgical procedures. Through power setting data contained (programmed) within the probe, the system provides both default and user selectable power settings for ablation or coagulation of soft tissue. To prevent damage to the product and potential serious injury to the patient, the device instruction for use (IFU) provides the following precautions and warnings: - it is the surgeon's responsibility to be familiar with the appropriate surgical techniques prior to use of the equipment and its associated accessories. - examine all accessories and connections to the generator before use. Ensure all accessories are properly and securely connected and function as intended. Improper connection may result in arcing, sparking, or malfunction of the device, any of which can result in an unintended surgical effect, injury, or equipment damage. - ensure all accessories are properly and securely connected and function as intended. Improper connection may result in arcing, sparking, or malfunction of the device, any of which can result in an unintended surgical effect, injury, or equipment damage. - do not insert, withdraw or touch the active tip of the probe when power is being applied. This may result in an unintended surgical effect, injury, or device damage. - if any visual damage or defects are noticed during use, stop using the device immediately and replace the device. - use care to avoid accidental activation of either cut or coagulation modes when not in contact with target tissue to avoid possible patient injury. - when not in use, place the device in a safe and highly visible area not in contact with the patient. Inadvertent activation while in contact with the patient may result in patient injury including burns. - maintain the active probe tip in the field of view at all times. Injuries to the patient may result from inadvertent activation or movement of an activated probe outside the field of view.